Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient developed a pneumothorax three days post-implantation of the right ventricular (rv) pacing lead. Lead perforation was confirmed on x-ray and echocardiogram. The lead was repositioned the same day and remains in use. No further patient complications have been reported as a result of this event.